Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. He01186) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, menorrhagia and dysmenorrhoea. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and dyspareunia ("pain during sex"). The patient was treated with surgery (essure removal was performed by laparoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain and dyspareunia outcome was unknown. The reporter provided no causality assessment for abdominal pain and dyspareunia with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. He01186) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, menorrhagia, dysmenorrhoea and menarche. No pain during defecation. No urinary problems. Normal fuoncionality of stomach. Previously administered products included for an unreported indication: contraceptive nos and iud nos. Past adverse reactions to the above products included adverse event with iud nos and contraceptive nos. On an unknown date, the patient had essure inserted. In 2018, the patient experienced dyspareunia ("pain during sex") and the first episode of pain ("sharping pain a year after essure insertion started again"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), dysmenorrhoea ("pain during menstrual bleeding") and the second episode of pain ("sharping pain a year after essure insertion"). The patient was treated with naproxen (miranax) and surgery (essure and tubes were removed by laparoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, dyspareunia, menorrhagia and dysmenorrhoea outcome was unknown and the last episode of pain had resolved. The reporter provided no causality assessment for abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, the first episode of pain and the second episode of pain with essure. The reporter commented: consumer stated that the sharping pain is not in connection with menstrual cycle. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jun-2019: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. He01186) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, menorrhagia, dysmenorrhoea and menarche. No pain during defecation. No urinary problems. Normal fuoncionality of stomach. Previously administered products included for an unreported indication: contraceptive nos and iud nos. Past adverse reactions to the above products included adverse event with iud nos and contraceptive nos. On an unknown date, the patient had essure inserted. In 2018, the patient experienced dyspareunia ("pain during sex") and the first episode of pain ("sharping pain a year after essure insertion started again"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), dysmenorrhoea ("pain during menstrual bleeding") and the second episode of pain ("sharping pain a year after essure insertion"). The patient was treated with naproxen (miranax) and surgery (essure and tubes were removed by laparoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, dyspareunia, menorrhagia and dysmenorrhoea outcome was unknown and the last episode of pain had resolved. The reporter provided no causality assessment for abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, the first episode of pain and the second episode of pain with essure. The reporter commented: consumer stated that the sharping pain is not in connection with menstrual cycle. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2019: new events added: heavy menstrual bleeding, pain during menstrual bleeding and sharping pain. Historical drug added we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ("abdominal pain") in an adult female patient who had essure (batch no. He01186) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, menorrhagia and dysmenorrhoea. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and dyspareunia ("pain during sex"). The patient was treated with surgery (essure removal was performed by laparoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain and dyspareunia outcome was unknown. The reporter provided no causality assessment for abdominal pain and dyspareunia with essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.